Event description:
Additional information was received that since the latest measurements were in normal range, the physician accepted those measurements and no further testing was performed. The physician did provide the patient with a remote monitoring system and will continue to monitor the patient through the system and normal patient follow-ups. No adverse patient effects were reported. The ICD and rv lead remain implanted and in service.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) went to the clinic after it was emitting tones. It was noted that there was a shock impedance measurement of 130 ohms. It was also observed that the shock impedance measurements have steadily increased since implant. All other measurements on the right ventricular (rv) lead have remained stable. The ICD was reprogrammed so that it will emit tones when the shock impedance measurement reaches 150 ohms. A memory download was performed and sent to boston scientific technical services (ts) for further review. A ts consultant reviewed the data and confirmed that the shock impedance measurements have ranged between 70 and 115 ohms. It was discussed that this could be due to pocket maturation or due to the rv lead being a single coil. Additional testing was provided to help determine the reason for the one out of range measurement if so chosen by the physician. The ts consultant also discussed that a continued monitoring of the patient to see if the measurements will stabilize can also be considered. This information was to be communicated with the physician. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). No additional information is currently available. Once any additional information does become available, this report will be updated.